Event description:
It was reported that the 2000 system would not fluoro during a case. The system was re-booted then it had an error code message. The pt was moved to another room and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.